Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient condition as well as a direct correlation to the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The current heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the hm3 lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a congenital heart abnormality truncus arteriosus requiring 4 previous open heart surgeries and underwent heartmate 3 implant on (B)(6) 2023. The patient also had a truncal repair and aortic valve replacement during the procedure. The patient's blood pressure dropped to a mean arterial pressure (map) in the 30's, requiring increasing vasopressors and internal cardiac massage. The patient also required multiple internal and external defibrillations during the procedure. A right ventricular assist device (rvad) was required following the implant procedure. The patient also required bilateral lower fasciotomies due to compartment syndrome. The patient passed away on (B)(6) 2023.